Event description:
It was reported that the atrial lead was dislodged and was found to be moved to ventricle. The physician explanted and replaced the lead. The patient was stable and was discharged from the hospital post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.